Manufacturer narrative:
Na

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 19 mg/dl and 135 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the hv lead was dislodged. The issue was clinically resolved by repositioning the lead.